Event description:
It was reported that the device was in bvvi mode while still in its original packaging. The device was not used.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image noted that a power-on reset occurred prior to implant. The device was tested on the bench as well as using automated test equipment and a battery connection was found to be intermittent. The cause of the reported backup vvi was an intermittent connection on the hybrid.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.